Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor with cannula (electrode) broken, broken (electrode) part are missing in cannula path. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer returned sensor only, no insertion needle.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was unknown. The customer stated that they tried to remove the adhesive tab and the wires were sticking out. The product was returned for analysis.